Manufacturer narrative:
The complaint device has been received and visually evaluated, both with the naked eye and under power. It is noted that the dam of the device is intact, however, the plastic ring holder which fixes the dam in place and gives the device some rigidity is completely broken off. Although we do not believe that this is a device or manufacturing problem a batch report review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind of this lot of 612 5pks (3,060) devices that were released to distribution. In fact there are no other complaints of this kind in the system for this device. Given the nature of the damage we attribute this event to technique, a user issue. No further action is warranted.

Event description:
Our affiliate is reporting that during a shoulder procedure a portion, the dam, came away from the clear cannula into the patient and remains therein. They are reporting no patient consequences.

Event description:
Co affillate is reporting that during a procedure a portion of the clear cannula broke off into the patient and remains therein. They are reporting no patient consequences.